Manufacturer narrative:
The device was not implanted or explanted during the surgical procedure. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Additional manufacturing dates for this (non-sterile) part include september 19, 2014. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4) - manufacturing date: november 3, 2014 - expiry date: october 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part 04.210.116 / lot 7711592 DHR: manufacturing location: (B)(4) - manufacturing date: september 19, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a distal radial fracture procedure on (B)(6) 2015. During the procedure, the surgeon inserted a variable angle (va) locking screw into a hole of the reported plate per technique guide. However, the screw could not be locked. The surgeon inserted an alternate screw of the same size, but the same result was achieved. A ten (10) minute surgical delay was noted. No adverse consequences were reported. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: both screws appear to have intact recesses, tips, and shaft thread sections. The head thread is completely worn down. It is likely that the screws were damaged throughout the insertion procedure. No manufacturing related fault during production was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.